Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and had failed to capture, failed to sense and was oversensing far r wave. Fluoroscopy was performed which confirmed the dislodgement. The lead was explanted and replaced on 25 apr 2024. The patient was stable throughout the procedure.